Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. It is alleged that in 2007, the pt underwent multiple surgical procedures which included the implant of a ventralex mesh. Included in the attorney's report was an operative report dated (B)(6) 2007, the alleged date of implant. There was no mention of the ventralex mesh or hernia repair in the operative report. However the perioperative sticker page included product identifiers for the ventralex mesh with indication that it was placed in the umbilical area. It appears that the pt may have undergone multiple procedures on that day; however the attorney report only included the operative report for the pelvic procedure. No specific device failure has been alleged and limited medical records have been provided. We have contacted the initial reporter to request add'l info. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample has been returned for evaluation. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2007 - pt underwent multiple surgical procedures including the implant of bard and non-bard devices in both the abdominal and pelvic regions. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.